Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-12186. It was reported the patient experiences discomfort at the ipg site. Surgical intervention is planned to address the issue. Note the patient has two ipgs implanted. It is unknown which implant site is having the issue, both ipgs are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.